Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient will have his inflatable penile prosthesis (ipp) removed and replaced due to old implant pokes into skin. The patient self-modeled his ipp at home when the healing was not fully complete, which caused the right cylinder to perforate through the distal corpora into the urethra and out the meatus. The device is visible coming out of the patients meatus. The physician removed the entire prosthesis, washed out the area, and placed a single spectra penile prosthesis cylinder in the undamaged left corpora. Information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.